Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008k hemodialysis (hd) machine had a blank display upon power up. The audible alarms during the power up stopped like they normally do. The biomed changed the power logic board and the display works fine now, however, the bicarbonate pump inlet tubing began leaking during heat disinfect. There were no diagnostic messages or audible alarms. The tubing was replaced to fix the leak, however the machine then had a low temperature in heat disinfect. There were no diagnostic messages or audible alarms expected. The biomed changed the triac and the power supply but the low temperature persisted. The heater relay was off and there was no voltage between the green and brown wires to the heater rod. The biomed found that ic23 on the actuator/test board was fried and a burning smell was noted. The burned actuator/test board was discovered while the power was off so there were no diagnostic messages or audible alarms expected. Additional information was requested, however to date not provided.

Event description:
"."

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.